Event description:
During a laparoscopic cholecystectomy the clips did not close. The procedure was completed with a similar device. There was no patient consequence. Two non-sterile devices will be returned for analysis and seven sterile devices will be returned for analysis.